Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the following system components involved with this complaint and completed investigations: psm (patient side manipulator), rac (remote arm controller) and sja (set-up joint a). All of the returned components were installed on a test system (each on its own separate system arm) and exposed to extended functional testing (sine cycle). The testing duration was in excess of 72 hours. No aberrant behavior (unintended motion or otherwise) was observed. The test was repeated with all returned components assembled into a single arm, and tested together. That test also completed without any errors. This complaint will remain reportable due to the following conclusion: during the da vinci-assisted surgical procedure, the site claimed that there was uncontrolled movement of psm 1. While there was no serious harm or injury to patient, the reported customer failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Isi has not received the psm and rac involved with the reported event; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the psm and/or rac are returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. The system logs show that a system error code 23016 was generated four times. A system error code 23016 is a recoverable fault. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the site claimed that there was uncontrolled movement of psm 1. While there was no serious harm or injury to patient, the reported customer failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) procedure, patient side manipulator (psm) 1 allegedly had uncontrolled movement. The psm is an instrument arm located on the patient side cart (psc) that provides sterile interface for the endowrist instrument. The da vinci surgical system was reportedly working fine during the first hour of surgery. However, when the event occurred, psm 1 moved involuntarily with a monopolar curved scissors (mcs) installed. The mcs instrument reportedly exhibited uncontrolled and unsolicited rapid movement all the way into the port. The surgical staff then uninstalled and reinstalled the mcs instrument. Then, with small movement of the arm, the mcs instrument exhibited projectile movement all the way into the port. At that point, the site indicated that a system error 23016 was generated. The surgical staff replaced the mcs instrument with a large needle driver instrument. The large needle driver instrument allegedly exhibited the same uncontrolled movement while installed on psm 1. As a result, the site indicated that the patient sustained a small puncture without active bleeding along the lateral abdominal wall. In addition, an internal bruise was reportedly identified on the left lateral pelvic side wall without any laceration of major vessels. At that point, the surgeon made the decision to convert the da vinci-assisted surgical procedure to traditional laparoscopic surgery. After the psc was undocked from the patient, the site tested psm 1 without power cycling the da vinci system. The site claimed that psm 1 elicited the same uncontrolled movement. On july 13 and 18, 2017, intuitive surgical, inc. (Isi) received the following additional information regarding the reported event: the patient reportedly did not receive or require any medical intervention as a result of the injuries sustained to the abdominal and pelvic walls. When the event occurred, the surgical staff reportedly contacted an intuitive surgical, inc. (Isi) clinical sales representative (csr) for assistance and an isi field service representative (fse) was immediately dispatched to the site. Immediately after the surgical procedure was completed, a fse performed a field evaluation at the site and tested the da vinci system. The fse confirmed through a review of the system logs that a system error 23016 had occurred. The fse swapped psm 1 with psm 2 and the customer reported issue of uncontrolled movement from psm 1 could not be replicated. Replacement of psm 1 and rac 1 was recommended. On july 17 and 18, 2017, isi engineers performed a field evaluation at the site and were unable to reproduce the customer reported issue with troubleshooting. The site indicated that after the event had occurred and the da vinci surgical system was power cycled, the system was working normally. The physical condition of psm 1 was inspected and noted to be normal. Although the customer reported issue could not be reproduced, the site's da vinci system was replaced.